Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax service facility for further evaluation on service (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: insertion tube bubbling; passed dry leak test; umbilical cable dent; passed wet leak test; air/ water socket cylinder o-ring chipped; operation channel- primary slice by accessory; customer complaint confirmed the device is in the process of being repaired where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported the user stated the borescope test found scratches inside the insertion tube. The event timing is was during biomed inspection. There was no adverse event reported with this complaint. No other information provided with this complaint.